Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature report from (B)(6), concerns a (B)(6) female patient. She was injected with a total of 1 ml of hyaluronic acid into the nasolabial folds and glabella area (frown lines), in (B)(6) 2016. The patient was injected with a luer-lock prefilled 1 ml syringe with a 27-gauge needle by using a linear threading technique combined with multiple serial punctures. Anesthetic cream (emla 5%) was applied to the treatment areas for 40 minutes. The procedure for the nasolabial folds went smoothly. The patient was previously treated with neuromodulators and hyaluronic acid dermal fillers on several occasions, since 1999 ((B)(6)). She received hyaluronic acid dermal fillers routinely for treatment of the nasolabial folds, marionette lines, and the glabellar area. In (B)(6) 2016, during the injection into the glabella region, the patient experienced an intravascular injection. Immediately after the first puncture and even though an aspiration was performed, a marked skin area of discoloration (whitening) appeared at the area of distribution of the supratrochlear artery (supratrochlear artery angiosome), extending to the areas of the anastomoses to the left upper eyelid, the dorsum of the nose and the left sidewall of the nose. The patient did not complain of any pain at the time of injection. The syringe was immediately withdrawn while aspirating and prompt salvage counter-measures were taken. These included vigorous massage of the affected area, application of warm compresses, aspirin (500 mg orally), application of 2% nitroglycerine paste on the glabella skin and injection of hyalase in the area around the vessel (200 units, repeated every half an hour up to 600 units). The discoloration (whitening) did not improve despite the treatments. The following day, also reported as 24 hours after injection, the patient was complaining of excruciating pain (considered severe) and livedo reticularis (slow capillary refill and dusky blue-red discoloration) appeared in the affected area. Two days later blisters appeared and the pain subsided. Fucicort (fusidic acid/ betamethasone valerate 20 mg/g + 1 mg/g) was prescribed and hyperbaric oxygen treatment was arranged for the same day. The patient was not able to complete the hyperbaric oxygen treatment due to claustrophobia and inability to perform a valsava maneuver during the dry diving. The patient was using only fucicort and was followed up on a daily basis. The affected area healed satisfactorily with no scarring, in 20 days, in 2016.

Event description:
Follow-up information was received on 19-oct-2018: the author confirmed that the hyaluronic acid with which the patient was treated was not from the merz portfolio. As the suspect product was confirmed to be a non-merz product, this case will be voided from the merz database.